Manufacturer narrative:
--

Event description:
Boston scientific received information that this product was part of a system revision due to a pocket erosion with no signs of an infection. The device was explanted and temporarily connected to a new lead in the right internal jugular. The implanted leads were also removed during this procedure. The device was later explanted during a successful implant procedure on the patient's right side. There were no additional adverse effects reported.

Event description:
Additional information was received that when the patient was presented to the hospital antibiotics were administered for a rare growth of a (B)(6) infection. However, cultures examined at the time of the system revision were negative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.